Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a normal follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm. Device was reprogrammed.